Event description:
During routine testing of the device at the service center, the service technician reported that the printer rails on the rear housing were broken. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.